Manufacturer narrative:
(B)(4).

Event description:
He developed an infection. He was exposed to methicillin-resistant staphylococcus aureu at his implant of the neurostimulator (ins). His health care professional recommended explanting the ins, but the pt would like to leave it implanted due to it helping his pain. He was at home in good condition. Additional information has been requested.